Event description:
Caller reported a malfunction on the pump, designated as malfunction 199, which was confirmed as a pump issue by technical support. The caller did not report any notable events prior to this incident, and it was unclear if the customer's blood glucose level exceeded 500 mg/dl as they declined to answer. Technical support resolved the issue by arranging for a replacement pump and verifying the shipping details. Meanwhile, the customer was advised to use mdi as backup therapy to avoid any interruption in insulin delivery. The caller was instructed to put the pump into storage mode and to return it using a pre-paid label within 10 days, which they acknowledged.